Event description:
It was reported via repair work order that the bed lost of all motor functions due to loose siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.